Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to broken solder joint and lifted traces on the interface board. The device had broken belt clip slot, cracked reservoir tube, cracked battery tube threads, minor scratched display window. The unit was received without belt clip. Unable to verify damage to belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump isn't turning on. The insulin pump was dropped when the customer's belt clip broke. Blood glucose reading at the time was 120 mg/dl. The insulin pump has physical damage in the form of cracks from wear and tear. These cracks were present prior to the insulin pump being dropped. Advised the customer that the insulin pump will be replaced. Nothing further reported.